Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted that the defib conductor appeared distorted, blood/body fluid was found on the distal conductor (not obstructed), and blood was found in/on helix/lobe mechanism and helix/lobe mechanism (sleeve head). There was a tip seal observation, and the lead appeared to have been damaged at implant.

Event description:
It was reported that the lead appeared to have been attempted for implant but not used. Further follow up did not yield any information. No patient complications have been reported as a result of this event.